Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample the reported event could not be confirmed. No indication could be found that a successful tracking was impossible. The alleged piece of glue or melted plastic that prevented the system from successful tracking could not be found. Furthermore, during evaluation a system compatible 0.035" guidewire could be successfully inserted and the stent could be released at a low force level. Therefore, the investigation will be closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.' Information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment procedure a biliary stent allegedly could not be advanced because a piece of melted glue or plastic was allegedly found attached to the outer surface. Reportedly, the device was removed without any issues and another stent system was used to complete the procedure. There was no reported patient injury.